Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse due to user error of the device due to excessive force being applied during use.

Event description:
It was reported that during a ectr procedure, the ar-8850, got stuck in the exposed position. This issue happened when the surgeon would go back to the area for remaining tissue and would rapidly tap the trigger on the centerline device to "woodpecker" the blade in order to complete the tissue release. No patient effect and the case was completed by using a new kit.